Event description:
A caller reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer. The customer had not reset the pump for this malfunction within the past 24 hours, so technical support provided instructions for resetting, and after doing so, the malfunction did not recur. The customer was told they could continue using the pump and to call back if any issues reappeared, which the caller understood and acknowledged.